Event description:
(B)(6) 2014): which caused a heart attack, seizures and a long stay in a nursing home while she was ¿coming down off the drugs¿ which were ¿suddenly denied¿ in her dependent system. It was noted that, at the time of this report, the patient took a ¿hand full¿ of pills every day and managed to control about 80% of her pain.

Manufacturer narrative:
(B)(4).